Event description:
The customer stated that he received a blood glucose reading of 410 mg/dl on his contour and then a reading of 184 mg/dl on his elite meter. The customer did not allege any adverse events. The customer did not have any strips left, so no product will be returned for evaluation.